Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate atp therapy and inappropriate shock due to the morphology discriminator. Programming changes were recommended.

Event description:
New information received notes that programming changes were made. The patient was fine.